Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure performed was a total knee replacement. The drill bit sheared off during the procedure, it was in an ao chuck in a drill. The procedure was completed leaving the broken drill bit fragment in the proximal part of the femur near to the joint line. The surgery was prolonged fifteen (15) minutes whilst trying to retrieve broken drill bit. There is no plan to remove the broken drill bit because it has been determined that that would cause more harm. Concomitant devices: unknown drill (part # unknown, lot # unknown, quantity 1). Unknown ao chuck (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: an adverse incident report, it was reported that a reusable drill bit broke intra operatively. Upon trying to retrieve it under x ray control, it was working it's way further in. The decision was made that it would be less traumatic to leave the fragment in place. The drill bit tip was left in situ in femur. Attempts to retrieve the device and senior management was informed, and a decision was made to leave it in the insitu. Datix completed, the firm was informed this complaint involves one (1) device. This report is 1 of 1 for (B)(4).